Event description:
It was reported by the rep that the surgeon was about to transect the ileum during a gastric bypass procedure and the instrument would not fire. Three other instruments were tried and then the lot number was checked. Seven more instruments were opened and all locked out (all same lot number). The case was complete with a device from another lot number without incident. The or time was extended by ten minutes. A cdh and a tx60 were also used.